Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic dependent patient was presented in clinic for device check, device could not be interrogated with rf wand. The interrogation was completed with inductive wand. Review of data noted rf telemetry lock-out which will resolve itself after about 27 days. The session record showed device in overshoot and relaxation at this time. Patient will be monitored with an interrogation in 30 days. No further information was available.